Manufacturer narrative:
The glucose reagent lot number was 91927601, with an expiration date of 28-feb-2027. The field service engineer resolved the issue by replacing a valve and rinse station tubing. The tubing was starting to show extensive wear. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas c 503 analytical unit. A tube of the sample initially resulted in a glucose value of 6.06 mmol/l. A microtube of the sample collected at the same time was placed into a sample cup and tested, resulting in a glucose value of 4.07 mmol/l. The first tube of the sample was repeated on a second analyzer, resulting in a glucose value of 3.98 mmol/l. The microtube of the sample placed into a sample cup was repeated on the second analyzer, resulting in a glucose value of 4.04 mmol/l. A corrected report was issued with the glucose value of 4.04 mmol/l.